Event description:
A caller reported an issue with an insulin gauge displaying an amount different than expected. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump without needing third-party assistance. The customer reverted to manual injections for insulin therapy.